Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead implantable pacing lead was repositioned but would not properly stimulate the heart. The lead was removed and successfully replaced. No patient complications have been reported asa result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).